Event description:
It was reported that the external pulse generator shut off three different times, twice while connected to a pacer-dependent patient. The patient had been transferred from the operating room and while the staff was getting the patient set up in bed they noticed that there was no rhythm and then realized the generator had shut off. It was restarted but the situation recurred two minutes later and at that point the generator was changed out. However, the nurse put it in his pocket and kept it running and less than three minutes later it shut off again. When it was received in the biomedical engineering department the battery voltage tested at an acceptable level. The biomedical engineer had the device on for several hours and was unable to reproduce the issue, even by tapping on its surface. The generator was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator would shut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).